Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd preset¿, one case exhibited missing product labels. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - the following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 19-feb-2025 h3. Device eval by manufacturer- yes bd received four photos and 1 outer case pack box for investigation. The evaluation of the photos and the outer case pack box shows missing case and barcode labels. Additionally, one retained case pack containing 100 samples was visually inspected, and no missing labels were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd preset¿, one case exhibited missing product labels. No adverse impact was reported regarding the patient or user.